Manufacturer narrative:
Continuation of d10: product ID 3889-28 serial/lot# (B)(6), implanted: (B)(6) 2019, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 05-feb-2022, UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that caller said that the patient's device was removed about a month and a half ago due to it not working by hcp in lawrence, ks but there was a lead that was left during the time of surgery. Caller said that healthcare provider could not take out the leads because they were wrapped around something. Caller mentioned that patient needs an MRI of their shoulder and hip. Agent reviewed MRI guidelines with the caller. The patient was redirected to their healthcare provider to further address the issue.